Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a connector defect that wasn't able to be recognized even after cleaning that resulted in no image displayed during an inspection for use involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.